Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 50-59 mg/dl, needing settings adjustment. Low bg was addressed by consuming carbohydrates. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.